Event description:
During a therapeutic procedure it was noted, after removal of flexima pctd catheter, that a fragment of the suture had broken off. The fragment remains in the patient's body and the catheter was replaced. No other complications were reported with this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Company believes user technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement, access and maintenance procedures.